Manufacturer narrative:
The patient underwent a successful revision surgery resulting in the implantation of a new proximal tibia implant (with a cemented femoral stem). The need for a new implant is attributable to a patient related issue, i.e., stress reaction of the bone (additional bone growth) to the passive femoral stem. The patient was skeletally immature at the time of the original implant, thus a passive femoral stem was implanted. We are unable to identify a definitive root cause for the stress reaction of the bone. The observed stress reaction could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal immaturity, as in this reported event, and/or surgical factors or preferences and not necessarily related to the device itself. Please note that the initial MDR submitted in december 2014 appears to have been submitted in error, as this device, or anything similar to this device is not marketed in the united states. This complaint is being closed, and is being tracked and trended.

Event description:
Supplemental report to (B)(4). A surgeon has reported that a custom proximal tibia replacement implant that was originally implanted in (B)(6) 2002 has caused a stress reaction in the bone. The implant is over 10 years old.

Event description:
A surgeon has reported that a custom proximal tibia replacement implant that was originally implanted in (B)(6) 2002 has caused a stress reaction in the bone. The implant is over 10 years old.

Manufacturer narrative:
The device history records for this device were reviewed with no non-conformances identified. The device was not returned for evaluation - investigation inconclusive. Requests are being made for additional information and a supplemental report will be provided if this information is received.